Event description:
The manufacturer received information in a relation to a repaired dreamstation auto CPAP alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, hypersensitivity, nausea, vomiting, asthma (new or worsening) inflammatory response kidney disease/toxicity, lung disease. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/23/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests. Additionally, the device was scrapped. Section g3 and h6 have been updated in this follow up report.